Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, partial stent expansion and stent deformation occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous mid left anterior descending artery. After positioning runthrough extra floppy guide wires in the lad and 1st diagonal branch, a non-bsc 1.0x5.0mm balloon catheter was advanced but could not cross the lesion. Next a non-bsc intravascular ultrasound (ivus) catheter and a 2.0x15mm non-bsc balloon were advanced but were not able to cross the lesion. Ivus then revealed that there was stenosis in the proximal and mid segments of the lad artery. The physician then dilated the proximal lad with a 2.5x15mm non-bsc balloon and deployed a 2.5x32mm promus element plus stent at 12 atms in the mid lad. Next the physician tried to remove the guide wire from the 1st diagonal branch but strong resistance was encountered and the physician noted that the edge of the stent was not fully opened due to the severe calcification in the vessel. The non-bsc guide catheter was then advanced further distally due to the friction resistance of the guide wire but the tip of the guide catheter came into contact with the proximal edge of the 2.5x32mm promus element plus stent causing the proximal end of the stent to shorten about 10mm. "Also the stent was damaged more because of the advancing of the ivus catheter". The physician then attempted to treat the stent deformation with a non-bsc balloon, but the balloon could not cross the lesion. A non-bsc catheter was advanced to the lesion and the stent was dilated with a 1.0mm and 2.0mm balloon. After that, a 2.5x12mm non-bsc stent was deployed at 9 atms overlapping the deformed stent and then the area was post dilated with a 2.5x15mm nc non-bsc balloon. The patient was discharged from the hospital 2 days later with a scheduled CT scan in a month. No further patient complications were reported and the patient status is good.